Event description:
It was reported that during an endovascular procedure in a patient the subject balloon was inserted into the patient¿s anatomy and inflation was attempted, but it did not inflate. The device could be inflated during the preparation. The physician pointed out that there could be a high possibility of rupture during insertion and advancement of the device. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned additional information provided by the customer indicated no damage was noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, flush was given when the subject balloon was taken out from the dispenser hoop, the entire system was flushed with a saline-contrast mixture, continuous flush was set up and maintained throughout the clinical procedure, it¿s unknown how tortuous was the patient¿s anatomy. There was no resistance when the guidewire was inserted. After the guidewire was inserted, the entire system was flushed, and it was not confirmed that saline-contrast mixture was flowing. A 1cc syringe was used to inflate the balloon in the body, contrast agent was diluted at 70%. The size of the concomitant used guidewire was 0.014¿. There were no abnormalities such as air, leaks, or poor expansion when the balloon was expanded outside the body. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported issue ¿balloon failed to inflate¿ and ¿balloon burst/ruptured during use¿.